Manufacturer narrative:
E1 - facility name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents the following malfunction : "poor image quality/image not completed, noise". The malfunction occurred during set up / inspection for use (during set up in room / before patient in room).there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable submerged, and camera head submerged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (cable submerged and camera head submerged) and no problem detected (image defect, image capture not possible, noise). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.